Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 200 mg/dl. The customer's current blood glucose was 163 mg/dl. The customer was treated with insulin pump. Customer was alleging possible pump under delivery. The product was not returned for analysis.